Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed active current measurement, self test and displacement test. Pump received error 25 due to connector resistance issue. Unit failed sleep current measurement due to pump error 25.

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm. Notification light did not stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.